Event description:
Ous MDR - it was reported that approximately 4 years after the implant oversensing with shock delivery occurred. No implant, explant or event dates were provided. The status of the lead is unknown.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 4 years after the implant oversensing with shock delivery occurred. No implant, explant or event dates were provided. The status of the lead is unknown.